Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used in the common bile duct (cbd) during a balloon dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst. The procedure was completed with another rigiflex ii dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block d7a (sud reprocessed and reused?) Block h6: device code a0402 captures the reportable event of balloon burst. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used in the common bile duct (cbd) during a balloon dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst. The procedure was completed with another rigiflex ii dilatation balloon. There were no patient complications reported as a result of this event.